Event description:
The customer reported a false positive alinity I toxo igg result for a patient. Underwent a pregnancy assessment with no known clinical medical history provided. The patient sample was tested on two different lots of reagents. Lot 40080be00 was used until 29sep2022 and reagent lot 42074be00 since 29sep2022. The following data was provided: (B)(6) 2022: 1st result: 9 iu/ml (> or = 3 iu/ml is positive); on (B)(6) 2022 new sample result: 0 iu/ml (< 3 iu/ml is negative); on (B)(6) 2022 new sample result: 0 iu/ml (negative); on (B)(6) 2022 4th result from original sample from (B)(6) 2022 after thawing and centrifugation: 0 iu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 07p45-40 /-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the likely cause lot performs as expected for this product. A review of tracking and trending did not identify any related trends for the product for the issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false reactive results were obtained, showing that the lot generates the expected results. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I toxo igg reagent lot 40080ud00.